Manufacturer narrative:
Device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 161 mg/dl.